Manufacturer narrative:
The user facility who reported the incident did not request service, a recommendation to replace the side rail was given. Repair of the ventilator is performed by the user facility themselves. No pictures on the side rail were provided. The side rail has not been returned and no further information has been provided. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the side rail mounted on the ventilator broke. There was no patient involvement. (B)(4).